Event description:
It was reported that the patient had been experiencing a shortness of breath for the previous couple days. It was also reported that there was functional device atrial undersensing due to blanking of atrial flutter. The device remains in use. No patient complications have been reported as a result of this event. Functional device atrial undersensing due to blanking of atrial flutter.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: icf09b45, lead, implanted (B)(6) 2003. (B)(4).